Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, when using a navlock tracker violet an inaccuracy was observed. The procedure was completed with the use of navigation. No information was provided on delay to procedure. No impact on patient outcome.